Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic organ prolapse, a cystocele, and a rectocele.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Resubmission with the correct file number. It was reported that following insertion the patient experienced incontinence. It was reported that the patient underwent mesh explant on (B)(6) 2015. It was reported that the patient concurrently underwent anteroposterior colporrhaphy with enterocele obliteration, extra fascial colpopexy (sacrospinous), anterior mesh reinforcement; suprapubic tube and cystoscopy (anterior/apical pinnacle procedure and posterior stitch repair.)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling and bs pinnacle were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.